Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 51 mm abdominal aortic aneurysm. It was reported that a CT conducted seven years post index procedure revealed that the aneurx stent graft had migrated distally into the aneurysm sac with a type ia endoleak. The patient had repair of the migration. An endurant cuff was placed proximal to the flow divider of the anuerx bifurcated device landing just below the left renal. The procedure was a success and resolved the endoleak. The physician stated that the reason for the aneurx migration was because the disease in neck had progressed. The proximal diameter was now 30 to 32mm and it was a 28mm aneurx. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.